Event description:
The facility rep reported "shuts on and off, which was discovered before use". Although baxter attempted to obtain info, details were not available regarding add'l contact info. According to the facility rep, no pt injury or medical intervention had been reported related to the device. No add'l info was available.

Manufacturer narrative:
Eval summary: a baxter svc tech evaluated the pump. The reported condition of "shuts on and off" was confirmed due to a defective power supply. The power supply printed circuit board (pcb) was replaced.